Event description:
It was reported that during a procedure to treat atypical mitral flutter an intellanav mifi open-irrigated catheter was selected for use. Midway through the mitral line ablation the catheter irrigation port broke. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was not returned to boston scientific for analysis. However, pictures of the catheter were attached with the incoming information, and these underwent media inspection at the post market quality assurance laboratory. It was possible to observe from the pictures that the extension irrigation tube completely detached from the catheter. The reported clinical observation was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atypical mitral flutter an intellanav mifi open-irrigated catheter was selected for use. Midway through the mitral line ablation the catheter irrigation port broke. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.